Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The patient was presented to the emergency room with yellow wrench, red heart and controller malfunction alarms. The patient was admitted and placed on pneumatic support using a stroke volume limiter (svl) and drive console. The svl was found to only inflate a third of the way and patient lost consciousness. The svl was disconnected, and patient hand pumped, and then was reconnected to his system controller, where continued alarms yellow wrench and controller malfunction alarms were heard. Inotropes for blood pressure support were initiated. The patient then developed seizures and was again placed on pneumatic support and intermittently hand pumped until the svl diaphragm was moving properly. The team was planning to exchange the device; however, two days later, a decision was made to have support withdrawn due to patient neurologic events, seizures and low pressure.